Manufacturer narrative:
The customer's reported complaint description for "after the end of the ablation time he wanted to pull back the needle, but no chance, the starburst xl needle was on the tip blown apart " is confirmed. The trocar was observed split approximately 2.5cm from the tip. No damage was observed to the deployment shaft. The manager of research and development was able to simulate and duplicate the issue described in this complaint. He soldered a blob of solder on the center array to simulate a charred clump of tissue. The trocar split after applying excessive force when retracting the arrays back into the trocar. Based on the investigation analysis and the simulated duplication of the complaint, the splitting of the trocar may have been due to charred tissue being on the array and excessive force being applied when retracting the arrays back into the trocar. This does not appear to be the result of a manufacturing failure. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Based on the low frequency, no recent trends, no issues noted in the lot history records for the reported packaging and component lots, and adequate process controls in place, no corrective action to be taken by angiodynamics at this time. (B)(4).

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) via (B)(6), "dr. Placed the needle into the liver and started the protocol. After the end he pulled back the needle, (it was heavy), but it was ok. He made a second ablation (over lapping). After the end of the ablation time he wanted to pull back the needle, but no chance. He gave liquid about the look and step by step he could pll back the needle, but very heavy. He saw then the starburst xl needle was on the tip blown apart. He takes another rfa needle for the second tumor by this patient." No other harm or injury was observed or reported on this patient.